Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery status showed two years remaining. Then the device reached eol after a year and a month. Patient was not dependent. Boston scientific technical services (ts) explained the current bin changes can affect longevity, increase/decrease by 15 months. The device remains in service. No adverse patient effects were reported.